Event description:
Related manufacturer report number 3006705815-2022-17879. It was reported that the patient's leads had apparent impedances, the patient underwent surgical intervention on (B)(6) 2022 to have their leads replaced. Patient now has effective therapy.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.